Event description:
The manufacturer received information from the patient's representative that the patient had passed away and they would like to donate the patient's device. There is no allegation that the device contributed to the death of the patient. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.